Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. Laboratory test results are still pending. In addition, an olympus endoscopy support specialist (ess) visited the facility to assess their reprocessing practices and provided an in-service. The ess reported that there were no reprocessing deviations noted during the on-site visit.

Event description:
Olympus was informed that the device intermittently tested positive after culturing for the following organisms: gram negative rod and coag negative staph, and acinetobacter baumanni complex.. There were no patient infections reported. The device was reprocessed using an olympus automated endoscope reprocessor (aer).

Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested positive for the following organisms: staphylococcus epidermidis, staphylococcus hominis, cellulomonas pakistanensis, and cupriavidus metallidurans. The device was then returned to olympus for evaluation. A borescope was used to inspect the interior walls of the biopsy and suction channels of the device. Stains were observed in the center of the channel walls between the control side and distal end side. Multiple scratches were also found inside the biopsy channel walls. The device passed leakage testing. In addition, the distal end cover was found with multiple scratches. Stains were also observed on the light guide lens. Discoloration was also noted on the bending section cover glue on the insertion tube and distal end. Multiple dents were also observed on the insertion tube. The device was serviced and returned to the facility. The root cause of the reported event is most likely due to improper maintenance of the device. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and patient injury. ¿before each case, prepare and inspect this instrument. If irregularities are suspected after inspection, follow the instructions given in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿